Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the front panel assembly to fix the reported issue. The ventilator operates according to MFR specifications.

Event description:
The customer reported that the ventilator touchscreen is locked and will not accept changes on start up. No pt involvement.